Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported surgery was performed on a (B)(6) male with a l 1 fracture with dislocation. When the screw was inserted, int eh pt, the head of the polyaxial screw 6.5 x 50 detached from the screw. The screw was inside the vertebra of the pt and the screw head was attached to the screw driver. The surgeon used a spare screw driver handle to remove the screw from the pt. The screw head was removed from the driver by the screw sizer block. There was no injury to the pt alleged. The surgery time was increased by 30 minutes due to this issue.